Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there were no adverse patient effects. No particular intervention was implemented. The patient had been fine after the pci. The returned guide wire had its coil wire elongated for approximately 200 mm starting from the middle solder which was designed to be at 20 mm from the wire tip. Under the elongated coil wire, the inner coil wire was exposed. The exposed inner coil wire was microscopically observed. The inner coil wire was found unfractured where the distal solder was found intact. At approximately 2 mm from the distal solder of the inner coil wire, the core composed of a core wire and a twist wire was found tangled and fractured. The coil wire was found unfractured. By measuring the length of the core wire, it was concluded that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that torsion was accumulated on the guide wire when the guide wire was manipulated in an attempt to release the wire tip trapped between the deployed stent and the vessel wall. When the accumulated torsion exceeded the product's design limit, the wire core became fractured. Elongation of the coil wire was assumed to be occurred as tensile stress was applied upon removal from the anatomy. There was no indication of product deficiency. Although there was no indication of product deficiency, it has potential to cause or contribute to patient injury if this malfunction were to recur. Instructions for use states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; [warnings] do not manipulate the guide wire through strut of stent; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the subject guide wire was advanced to d1 for protection during a pci to treat a moderately calcified 75-90% stenosis in the lad #6. After the guide wire was advanced, a stent was deployed at #6. Then the physician attempted to remove the subject guide wire when resistance was felt and it would not be removed. A guide catheter was losing its position so that the physician somewhat pushed the guide catheter while wire removal. The successfully removed guide wire was found its coil wire stretched.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.